Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2004 and that the patient experienced pain postoperatively. The patient was revised on (B)(6) 2011.

Manufacturer narrative:
The review of the implant's device history record indicates that it was manufactured within specification. The patient was revised on (B)(6) 2011. At this time very limited information is available. Should additional information be obtained this report shall be updated.